Manufacturer narrative:
Article citation: "breast implant-associated anaplastic large cell lymphoma", patrick, natasha; meerkotter, debra. Australian journal of general practice vol. 50, no.4, april 2021. Pp.219-221. The event of seroma-late and lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, swelling and lymphoma-alcl. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Through the journal article, "breast implant-associated anaplastic large cell lymphoma", it was reported "a patient developed a sudden significant swelling of the right breast, the skin was tightly stretched over the implant" and "an ultrasound revealed a periprosthetic fluid collection." Ultrasound guided aspiration was performed "draining 230ml of straw-coloured fluid." Fluid was sent to for culture, cytology and flow cytometry. Flow cytometry demonstrated pleomorphic large cell population with cell marker analysis favouring t-cell lymphoproliferative disorder in keeping with breast implant¿associated anaplastic large cell lymphoma (bia-alcl). Pathological biomarkers cd30+ and alk- were not provided. Manufacturer of the device is unknown. Patient underwent capsulectomy. The device has been explanted.